Event description:
The foam is coming off the back when needles are being put in the nc 1615 bladeguard ii needle counter. No actual injuries occurred, however there is potential for needle stick injury.